Manufacturer narrative:
Initial and final MDR 2280917 MDR 8021545-2025-01761- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced ten infusion sets twisted and knotted tubing events on (B)(6) 2025. No further information available.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 8021545-2025-01761. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010862, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 30-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010862". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010862 was manufactured according to the work instruction (wi) version 20 and manufactured in the machine multivac 14 on 04/jan/2025, with a total of (B)(4) units. Glue-tubing lot: the lot 4m03276 was manufactured according to the wi version 66 and manufactured in the machine sc06 on 21/dec/2024, with a total of (B)(4) units. The lot 4l03955 was manufactured according to the wi version 66 and manufactured in the machine sc05 on 23/dec/2024, with a total of (B)(4) units. The lot 4l03964 was manufactured according to the wi version 66 and manufactured in the machine sc05 and sc06 on 29/dec/2024, with a total of (B)(4) units. The lot 4l04438 was manufactured according to the wi version 66 and manufactured in the machine sc06 on 03/jan/2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.